Event description:
A diabetic pt was given intravenous glucose at the emergency room for low blood sugar. Prior to the pt's ER visit, the pt had taken insulin beyond her usual dose in response to a reading of hi by the suspect device.